Event description:
It was reported that 2 fluoro-4 stents were placed in the same pt on (B)(6) 2012. During the planned removal and replacement on (B)(6) 2013, the stent placed on the right side was removed in its entirety without problem, but the stent placed at left broke into 3 parts. There were no consequences for the pt, and 2 new stents were placed without incident. Additional information has been requested but not yet received.

Manufacturer narrative:
The root cause of sample condition could not be determined at this time. The returned stent was broken in three pieces, and further evaluation under 10x magnifier glass noted that the both breakage sites occurred on an eye perforation. Stress marks as well as jagged edges were seen on the returned sample. Dimensional evaluation of the stent found that the internal diameter and wall thickness variation were within the specification. An in-house guide wire was activated with water and introduced into each piece of the broken stent, and there were no problems passing the guidewire through each piece. A review of the entire device history records for the involved lot on this complaint did not show any manufacturing deficiencies that would have adversely contributed to the reported problem of stent broken. The instructions for use, which accompanies all devices currently addresses potential risks associated with surgically implanted materials, states in the precautions: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after prolonged indwelling period." "Excercise care-tearing of the stent can be caused by sharp instruments". (B)(4).